Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured between 277-288 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this patient presented with shortness of breath and dizziness. Upon interrogation, a heart rate of 30 bpm was noted. Investigation of the right ventricular (rv) lead revealed high threshold measurements, dislodgement, loss of capture and impedance measurements greater than 2500 ohms. After approximately 20 minutes, the patient crashed and was immediately moved to the surgical ward to assess the rv lead. When the physician introduced the guide wire, a fracture in the middle portion of the lead was noted. As a result, the lead was removed from service; the tip of the lead remains in the patient's heart. A new lead was successfully implanted. No additional adverse patient effects were reported.